Manufacturer narrative:
Manufacturers investigation: the MFR is aware that in a very small number of unique circumstances, an air gap has been visualized at the junction of the tego and the dialysis tubing on the arterial side of the circuit. Previous investigations and analysis of this condition have been performed. Retained samples were tested for levels of o2, co2 and n2, to verify if they were consistent with ambient air, which would make the root cause an air leak as opposed to a degassing of the blood event. The test results verify that the levels were not consistent with an air leak, but the result of degassing of the blood caused by a slight pressure drop in the line. This visualization of 'air' in the line results from the degassing of the blood and is not an air leak. Pressure drops are generally the result of thrombotic activity in the catheter, patient dynamics and flow rate of the specific procedure. Additional influences in catheter design, position, thrombosis and even patient blood viscosity can influence this pressure drop affect, which could explain why the occurence is not consistent across all patient for all treatments. A review of the MFR lot build database for the reported lot# 2613310 (MFR 12/2012) showed (B)(4) units were manufactured, tested, inspected and released. There were no exception documents were generated during the MFR lot build. Findings: the involved devices have not been returned to the manufacturer for analysis and confirmation. The reported information did not identify any device/component damages or abnormalities with the tego connectors. The exact cause(s) of the reported incident are unknown at this time.

Event description:
Int'l ((B)(6)) complaint received reporting an incident where d1000 tego connector was in use and a "half an inch of air visible in arterial bloodline" occurred. It was reported "patient changed her tego connectors prior to hd. With 1 hour of remaining of treatment (3 hours hd completed) the machine alarmed and the pump stopped. The patient noticed about half an inch of air visible in machine arterial bloodline, just below where the bloodline connected to the tego connector. Alarm was reset and "air" moved through the system and appeared to get trapped in the venous chamber. Therefore no further alarms or issues with the remainder of the treatment." The patient experienced no adverse consequences. The tego MFR has made multiple follow-up requests for additional information and status of the involved devices. To date there has been no response.